Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyglass digital controller was used with a spyscope ds ii during a cholangioscopy for interductal clearance on (B)(6) 2026, for the treatment of choledocholithiasis. During the procedure, visualization was lost. Although sufficient stone clearance was achieved, the procedure was not able to be completed as a result of this event and the patient was rescheduled. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): the imdrf impact code f1001is now being used to capture the reportable event of absence of treatment. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. H2: correction to h6 impact codes. Device evaluation the product was not returned for evaluation to determine whether a device defect was present. As a result, no analysis could be performed, and the reported issue of loss of visualization during the procedure could not be confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation and is documented accordingly in the prr. Thise event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the spyscope ds ii device is acceptable. Based on the available information, there is insufficient evidence to determine the exact cause of the loss of visualization. Although the procedure was concluded after sufficient stone clearance was achieved, the physician did not consider the cholangioscopy complete and the patient will be rescheduled; therefore, cause not established was identified as the most probable cause. As this is a direct consequence of the incomplete procedure, the event of procedure 'cancelled/rescheduled - post sedation/sedation unknown' will be classified as 'adverse event related to procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyglass digital controller was used with a spyscope ds ii during a cholangioscopy for interductal clearance on (B)(6) 2026, for the treatment of choledocholithiasis. During the procedure, visualization was lost. Although sufficient stone clearance was achieved, the procedure was not able to be completed as a result of this event and the patient was rescheduled. No patient complications were reported as a result of this event.